Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-19788. It was a reported the pt never received pain relief from her scs system and reprogramming did not resolve the issue. As a result, the pt stopped using and charging the system approximately one year ago.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.